Event description:
It was reported that all the alerts in the insulin pump were programmed correctly, but they do not alarm. It was also stated that the alarm history revealed that they are sometimes seven days apart and sometimes three. The caller stated that the insulin pump was not alerting him all the time when the customer was low. The customer also mentioned that the glucometer is no longer transmitting to the device. The mother requested a replacement as she insisted that the insulin pump was not functioning and they are dissatisfied with the current device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device alarms and communicates with the transmitter and glucometer properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.